Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 23-april-2024, it was reported by the patient that he was suffering from high blood glucose level. In troubleshooting bent cannula found. High blood glucose level was 389 mg/dl. Infusion set was placed in abdomen. Symptoms are noticed within 3 hours of insertion. Hyperglycemia is treated by the bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available